Event description:
A laser center director reported that a pt who underwent prk (photorefractive keratectomy) showed a myopic manifest refraction. At one month post prk, the pt began clapik (contact lens-assisted pharmacological-induced keratosteepening) with contact lens and topical steroid drops. The pt has completed the contact lens and steroid therapies. The pt is traveling to (B)(6) and the date of return is not known.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).